Event description:
On 11/14/96, the account reported a prolactin result of 118 ng/ml and the pt had pituitary tumor removed based on this result. The date of surgery is unknown. On 2/13/97, the physician informed the account that he had sent a sample from the pt to another lab and a result of 17,500 ng/ml was received. According to the account, the pt's surgeon stated he did not receive the 17,500 ng/ml result until after surgery and would not have operated if he knew the prolactin was that high. After receiving this info, account thawed the sample from 11/14/96 and reran it. Results of 111.7 and 112 ng/ml were received. The account read the package insert, which stated a high dose hock effect can be seen in rare pathological conditions. Prolactin concentrations exceeding 10,000 ng/ml may read lower than highest calibrator and should be diluted manually. Thr sample was diluted and the following results were obtained: 1:50 greater than 200; 1:100 greater than 1:200; 1:200 greater than 200; 1:250 = 44,000; and 1:300 = 43,500 ng/ml. The account is now diluting all proclatin samples that read greater than 200 ng/ml. Further pt info has been provided by account.

Manufacturer narrative:
# 2698530-01 this complaint is linked with ID#2712929. No customer return receeived. To investigate this complaint axsym prolactin reagent pack lot 16594m300 was tested with a high dose hook (hdh) panel, run undiluted and diluted 1:200 in prolactin a calibrator. The investigation results from the hdh panel met and exceeded the package insert claim of being able to assay up to 10,000 ng/ml without observing a high dose hook effect. The axsym prolactin package insert addresses the high dose hook limitation of the assay by stating, "samples with prolactin concentrations up to 10,000 ng/ml can be assayed without experiencing a high dose hook effect. In some rare pathological conditions, prolactin concentrations may exceed 10,000 ng/ml these specimens may read lower than the highest calibrator an should be diluted prior to pipetting the sample into the sample well." The customer observed a reading of 118 ng/ml on a undiluted sample froma male pt with a known pitiutary tumor. On the same sample, the customer observed a possible high dose hook effect (code 86), at a reported concentration of 17,500 ng/ml, greater than the 10,000 ng/ml claim of the assay. No corrective action required. Axsym prolatin package insert claims wre met in both the customer's testing and the investigation testing. This is the final report.